Manufacturer narrative:
The pump was received with critical pump error (open book image) alarm and multiple pump error alarms (line number 3294 file number 26) were triggered prior to the critical pump error (open book) alarm due to a software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a critical pump error. The device was not bumped or dropped. The customer¿s blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.